Event description:
It was reported that during a flexor digitorum longus (fdl) tendon transfer, the head of the screw broke during insertion. This occurred two times during the surgery. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the photo provided of a damaged/chipped ar-1562bc, batch 15348161, the complaint allegation is confirmed. Using the available evidence ¿ which may include the returned device, photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is user error, specifically improper bone preparation, misaligned insertion, and/or prying or leveraging the device during insertion. Per dfu-0111-eo revision 3, section g: precautions, point 6: bio-absorbable interference screw only ¿ it is important to completely seat the screwdriver to prevent potential stripping of the hex and/or screw fracture during insertion or removal.